Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
The customer reported via phone call indicating that the insulin pump alarm low battery. Customer's blood glucose was 110 mg/dl. The customer was advised that the average battery life is about a week. Advised to clean battery with dry cotton swab. The customer was advised to insert a new battery. The customer was advised to monitor the insulin pump. The customer reported via phone call indicating that the insulin pump alarm off no power. Customer's blood glucose was 110 mg/dl. The customer stated the battery was previously used. The customer stated that this is the second occurence of off no power in less than 24 hours after low battery warning. The customer was advised that the device would be replaced. The customer was advised they may continue to wear the device until replacement arrives if they insert a new battery.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.